Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant. Post-operative check revealed capture failure by the lp. X-ray confirmed dislodgement of the lp. The lp was explanted and replaced with a transvenous pacing system. There were no patient consequences.